Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4).

Event description:
A third party service agent/distributor contacted physio-control to report that while inspecting a new device they observed a premature low-battery indicator.  There was no patient use associated with the reported issue. The third party service agent/distributor then downloaded the electronic records from the device and provided them to physio for analysis.  Through analysis of the electronic records, physio observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that the negative lead weld of hybrid layer capacitor (hlc) battery, designator bt3 on the analog pcb assembly, had broken loose from the hlc cell terminal.  This led to the depletion of hlc battery bt3, which prevented the device from remaining powered on in order to charge and shock. The customer was provided with a replacement device.